Event description:
Per the clinic, the patient experienced an infection at the implant site and underwent a procedure (date not reported) to drain fluid from the infected area. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, march 2, 2015.

Manufacturer narrative:
An updated device analysis report has now been attached with additional analysis details. This report is filed april 27, 2016.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed july 4, 2015. Device not yet received by manufacturer.